Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient contacted their neurology office and claimed that since she's gained about 10 pounds, her rechargeable dbs system is having difficulty getting recharged. Patient and patient's sister is claiming that they are not getting any coupling above 4 squares and it's usually 0-2. Environmental/external/patient factors include the patient gaining weight and the device being implanted in the abdomen. The diagnostics/troubleshooting included helping the patient over the phone but that was unsuccessful. They are difficult to communicate with over the phone and they will attempt to see the patient to get more information. No interventions/actions have been taken. The issue is not yet resolved. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the rep observed them charging through a thick denim skirt. The recharger appeared to be in good working order, and they used their trunk unit recharger to confirm and saw similar results. The patient was advised to do a good long charging session on friday as their ins was almost completely depleted, and the rep suggested some tips for more efficient coupling. It was unknown if the issue was resolved at the time of the report.